Event description:
It was reported to philips that the system could not perform fluoroscopy.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was aborted and scheduled for a different time. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and review of the system logs identified error codes associated with the generator converter. It was determined that the converter was defective. The fse replaced the converter and calibrated the system. The converter was returned for failure analysis but no errors could be found with the converter during testing. After the converter was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.